Event description:
Procedure type: laparoscopic esophagectomy. According to the reporter: the device would not engage properly with (B)(4). The device was connected to (B)(4) and they ensured that when connected, the orange band on the trocar was covered. When starting to close the instrument, the two disconnected. The surgeon tried again but same thing kept happening. The surgeon had to open the pt and try using a second device from same lot number. This time the surgeon had to ensure that the (B)(4) was pushed forward and used a hand to place counter pressure on the device when closing. The device appeared to fire successfully when checked with a gastroscope; however, there was a leak a few days later resulting in pt returning to theatre. At the time they also checked that the (B)(4) would engage with its standard anvil and it did with no problems.

Manufacturer narrative:
(B)(4).